Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation of the device was not possible and the device was found in backup vvi mode due to event queue overflow. The event was resolved by performing a firmware download. The patient was in stable condition.